Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks cracked. Input disk #6 & #7 were found cracked inside of the housing. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, large hem-o-lok clip applier instrument got broken. The user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident didn't involve a fragment falling inside the patient's anatomy. The purpose of the post-operative x-ray test was to check for any fragment falling into the patient. It was unknown when the incident with the clip applier occurred. The customer realized the clip was broken after the clip applier was inserted into the patient. The actual event occurred when one of the clip appliers was used, but they were unable to determine which one it was, so the two clip appliers were returned. The issue was not related to clip applier jaws remaining static/not moving when the surgeon commanded movement, unexpected motion of the clip applier while attempting to clip, unsuccessful clip application, and clip opening after the closure of the clip. The same clip applier was continued to complete the procedure. No photographic images of the device(s) or a video recording of the procedure are available for isi review.